Event description:
Pediatric nasal cannula of the same item number and same lot number has different length sizes tubes that go into the nose to deliver o2. For infants this can potentially cause a 02 delivery problem or damage to nasal airways.